Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed 10mm x 3.5mm , eccentric, de novo target lesion with a lesion bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified proximal left circumflex (lcx) artery. A 24 x 3.00 promus premier¿ drug eluting stent was advanced but encountered resistance while trying to cross the lesion. During removal of the device, it was noticed that the struts at the mid segment of the stent were kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.